Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure the surgeon slid the holding sleeve over the head of a clickx screw and the screwdriver suddenly turned. The surgeon tried to remove the screw head and the screw came apart. The surgeon used another instrument and a new screw to complete the procedure. There was no reported delay. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Manufacturing documents were reviewed and no complaint related issue were found. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. The complaint was forwarded to the product development center for evaluation. Visual observation reveals that the bushing screw head presents the upper lips bent and damaged. Actually the bushing does not present traces resulting from contact with the bone screw head. No other obvious damages have been observed. We cannot determine the root cause but it is possible that the damages may be from excessive force when trying to release the head, before inserting it into the bone.